Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent surgery ("surgery"), 1 year 9 months after insertion of essure. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and surgery outcome was unknown. The reporter considered medical device removal and surgery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent surgery ("surgery"), 1 year 9 months after insertion of essure. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and surgery outcome was unknown. The reporter considered medical device removal and surgery to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and perforation ('perforation other organs'). In a 47-year-old female patient who had essure (batch no. D87027, d87032), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety/mental anguish") and depression ("depression"). And was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood swings outcome was unknown. And the anxiety and depression had not resolved. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, the follow information were updated: lawyer's, reporter, patient's details, pregnancy yes, pregnancy information, lot number, pelvic pain female, abdominal pain, back pain, genital bleeding, pregnancy with contraceptive device, device ineffective, perforation of organ, uterine perforation, fallopian tube perforation, allergic reaction, autoimmune disorder nos, headache, chronic fatigue, weight fluctuation, hair loss, tooth loss, depression, anxiety, mood swing, medical device removal. And surgery were deleted and added as non-drug treatment on pelvic pain female. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a 47-year-old female patient who had essure (batch no. D87027, d87032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood swings outcome was unknown and the anxiety and depression had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Batch no: d87027, production date: 2015-04-14, and expiration date: 2018-04-28. Batch no: d87032, production date: 2015-04-29, and expiration date: 2018-04-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("uterine perforation"), perforation ("perforation other organs") and embedded device ("essure coil embedded in her uterus") in a 47 year-old female patient who had essure inserted (lot no. D87027, d87032) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of loose stools, abdominal pain, paraesthesia hand, shortness of breath, nausea, black stools, abdominal discomfort, sore throat, ovarian cyst, headache, migraine, fatigue, fibroids, fever, nausea, asthma, abdominal pain, asthma, pneumonia, drug allergy (penicillins, erythromycin), oophorectomy, ovarian cystectomy, appendectomy, diabetes mellitus, hypertension, asthma and prolonged heavy periods. The patient had a family history of breast cancer. Concurrent conditions were listed as rash, asthma, rhinitis, bladder infection, urinary frequency, urinary urgency, nausea, uti, bloating, chills, hypertension, hematometra, dyspareunia, cramp in lower abdomen, post coital bleeding and menometrorrhagia. Concomitant products included buscopan (butylscopolamine bromide), macrobid (nitrofurantoin), tylenol (paracetamol) and naproxen (naproxen sodium). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and medically important), uterine perforation (seriousness criteria hospitalisation and medically important), perforation (seriousness criteria hospitalisation and medically important), embedded device (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("genital bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood swings ("mood swing"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (essure removal on (B)(6) 2019). At the time of the report, the anxiety and depression had not resolved. The outcomes for pelvic pain, fallopian tube perforation, uterine perforation, perforation, embedded device, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood swings were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: the lungs are symmetrically expanded. No confluent pneumonia, atelectasis or pleural effusion normal cardiomediastinal and hilar silhouettes. No pneumoperitoneum. Signs of ileus or bowel obstruction. Essure coils in the pelvis. Bony tissues are unremarkable; on (B)(6) 2019: the essure clips are noted in the pelvis and are symmetric in their expected location. [Pathology test] on (B)(6) 2019: specimen: a. Uterus with cervix and fallopian tubes. History: ablation syndrome/ pelvic pain. Lap assisted vaginal hysterectomy and bilateral salpingectomy. Gross description: attached left fallopian tube with intact fimbriated end measuring 6.5x 3x 1.5 cm. The right fallopian tube is not grossly identified. Diagnosis: uterus with cervix and left fallopian tube 1. Inactive endometrium with cystic change- negative for hyperplasia or malignancy. 2. Intramyometrial leiomyomas. 3. Cervix with nabothian cysts and tunnel cluster type b. 4. Unremarkable left fallopian tubal epithelium and fimbriated end [pregnancy test urine] on (B)(6) 2016: negative [ultrasound scan] on (B)(6) 2016: bilateral essure coils are seen projecting over the expected locations of the adnexa. There is symmetry to their configuration.; on (B)(6) 2017: visualization compromised by multifibroid uterus. Left coil suoptimally visible on 3d rendering but appears to be well positioned on 2d images. Right coil well positioned and visualization compromised by multifibroid uterus. Left coil suboptimally visible on 3d rendering but appears to be well positioned on 2d images. Right coil well positioned.; on (B)(6) 2017: cholecystolithiasis. No convincing evidence for acute cholecystitis. No biliary dilatation; on (B)(6) 2018: patient states she has essure coils. The one on the right side appears to be seen. The one on the left is not well visualized. Impression: left essure coil is not confidently seen today; on (B)(6) 2018: on scanning through the uterus the left essure coil appears to be in good position extending into the tube. The right essure coils appears more in the mid uterus and is asymmetrically located compared to the left. It is suspicious for being malpositioned; on (B)(6) 2018: essure coils suspected in the cornual area in the left and possibly in the right mid uterus near the endometrium on the right. Impression-suspected displacement of the right essure coil. Uterine fibroid. Persistent large septated complex cyst in the left ovar; on (B)(6) 2019: findings: uterus-essure coils in the right lateral myometrium and left high fundal region. Atypical location of the an essure coil in the right myometrium. This is concerning for mild positioning or displacement; on (B)(6) 2020: clinical-known left complex cyst. Ro out previously. Laparoscopic hysterectomy apr2019 with removal of essure coils as well. Conclusion: mildly complex lo cyst. Batch no d87027 production date 2015-04-14 expiration date 2018-04-28 batch no d87032 production date 2015-04-29 expiration date 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New event device embedded added. Lab data including (surgical pathology report) added. Concomitant drugs, medical history, historical drugs were added. Patient information & new reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.